Event description:
It was reported that during a repositioning of the lead, perforation occurred. The lead was repositioned, and no further issues were reported. The system remains implanted.

Manufacturer narrative:
No medwatch form was received.